Event description:
(B)(4).

Manufacturer narrative:
The customer biomed does not know if the unit was turned off or restarted on its own. They tried power cycling and turning on into safe mode at the time but continued to get a blue screen. The customer stated that they have never replaced the hard drives and replacing hard drives every two year are part of preventative maintenance noted in the service manuals. The unit same in for eval, issue was duplicated and the hard drives will be replaced and the repaired unit will be returned to the customer.